Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to swimming with insulin pump and it was exposed to moisture. The customer stated that they hear fluid while shaking insulin pump and saw water under lcd. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.